Event description:
The facility representative reported a colleague infusion pump with a failure code 810.04 on channel a. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. During baxter quality engineering review of the event history on (B)(6) 2010, it was determined that the reported condition occurred during delivery. This device utilizes user interface module master software version (B)(4).00categorized as unremediated.

Manufacturer narrative:
The reported condition of failure code 810.04 was confirmed but not duplicated. The reported condition is due to a faulty air in line printed circuit board. The air in line printed circuit board was replaced to correct the reported condition. (B)(4).

Manufacturer narrative:
Additional information:there is an ongoing CAPA investigation, (B)(4) associated with this report. Correction: during review of the event history it was determined that the reported condition occurred during programming/ set-up. Complaint no: (B)(4).

Event description:
During the implantation procedure, after turning the rv setscrew on this pacemaker there was no pacing or capture. Therefore, the device was not implanted. A new symphony was successfully implanted.

Manufacturer narrative:
During review of the event history, it was determined that the reported condition occurred on (B)(6) 2010. (B)(4).